Manufacturer narrative:
Initial.

Event description:
It was reported that a user paired a dexcom g7 continuous glucose monitor (cgm) to the ilet but had the pump configured for a dexcom g6, resulting in no sensor alerts until guided to select the correct sensor type and enter the g7 pairing code, consistent with an incorrect procedure and not attributable to any specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to following instructions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.